Event description:
A report was received that the patient¿s ipg site was uncomfortable. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient¿s ipg site was uncomfortable. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and the new ipg was repositioned. No malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.